Event description:
The olympus dsd-201 scope washers do not clearly indicate which cycle the washer is running. The washers were found to have different programming for wash/rinse/alcohol/air times when inspected. It is not clearly obvious to the end-user which cycle has been selected. Although the printout does indicate which cycle is being used, and the unit does display the cycle number (as a1 or b1, a2, b2 etc), the end user is not typically aware that the cycle has been inadvertently changed by a previous user. We have consulted with infection control and subsequently programmed all cycles to be the same cycle times to preventing an inadvertent cycle number change and a possible inappropriate cleaning of the scopes. An acknowledgment of cycle change is suggested and a more clear indication of cycle times is suggested from olympus in a future revision.